Manufacturer narrative:
Ipg replaced due to pocket site pain was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.